Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 5076-45, lead: implant: (B)(6) 2005. (B)(4).

Event description:
It was reported that during a device changeout both the right atrial (ra) lead and right ventricular (rv) lead had high impedance levels, and the rv lead exhibited oversensing with increased short interval counts (sic). Potential fractures on both leads are suspected. Both the ra and rv leads have been capped and replaced. No patient complications have been reported as a result of this event